Manufacturer narrative:
An intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations did not replicate nor confirm the customer reported complaint. Fa found the primary finding to be related to the customer reported complaint. The force bipolar instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. Additional steps/test attempts to further support finding: a visual inspection of the force bipolar instrument found no physical or cosmetic damage on the distal end. No grip or cable damage was observed. The instrument housing was removed from the back end, and no damage was found. An electrical continuity test was performed and passed. Grip management and energy delivery test were both performed while the instrument was installed on an in-house system and passed. There was no problem detected. No image or video clip for the reported event was submitted for review. A review of the instrument logs for the force bipolar (part number 471405-06 /lot number k10220314 0234) associated with this event has been performed. Per the review, the force bipolar instrument was last used in a procedure on (B)(6)2022 on system sk3548. The alleged instrument had 8 uses remaining after the last procedural use. This complaint is reportable malfunction event due to the following: it was alleged that the force bipolar instrument got stuck in the closed position on the gallbladder. Medical intervention may be required in the event that the instrument fails to release from tissue when commanded by the user or system. The surgeon was ultimately able to remove the instrument from the gall bladder following the clamping issue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the force bipolar instrument got stuck in the closed position on the gallbladder. The surgeon had to cut off the gallbladder and then use another instrument to hit it, so the instrument could be taken out of the arm. There was a piece on the tip that came out of the forceps which caused the issue but once the surgeon hit it with another instrument, it fixed the issue. The procedure was completed with no reports of patient injury. The force bipolar instrument is a multi-use instrument with bipolar energy capability. This instrument is designed for dissection, grasping, retraction, and bipolar coagulation of tissue. This instrument allows the user to temporarily apply a strong grip mode, depending on surgical needs. Intuitive surgical, inc. (Isi) has followed up with the initial reporter and obtained the following additional information on (B)(6)2022: all instruments are inspected by certified nurse while opening instrument pans before preparing for the procedure, and by sterile processing department when cleaning and placing the instruments in the pans. The surgeon was attempting to remove the gallbladder when the issue occurred. There was no system fault. The force bipolar instrument jaws were stuck on the gallbladder and the instrument would not open. The instrument release key (irk) was not used and it is unknown if the instrument was in strong grip mode. There was no patient injury. The customer used another instrument to tap the force bipolar instrument, opened the instrument, and released the gallbladder. There was no unexpected tissue removal or unexpected blood loss. The procedure was completed robotically.